Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a male patient (age not provided), initials unknown with osteoarthritis (kellgren-lawrence grade 4 in right knee and grade 3 in left knee with trace prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of three therapies of synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6) years). On (B)(6) 2002, the patient initiated the fourth course of treatment with intra-articular synvisc (hylan g-f 20) injection, into both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2002, the patient experienced synovitis of both knees. The patient also experienced effusion in both knees. Arthrocentesis was performed and 28 cc of clear yellow fluid was aspirated from right knee and 35 cc of slightly turbid fluid with synovial debris was aspirated from left knee. The patient received treatment with intra-articular celestone (betamethasone) at a dose of 01 cc and xylocaine (lidocaine hydrochloride) at a dose of 01 cc for the events of synovitis of both knees and bilateral knee effusion. The action taken with synvisc treatment was not provided. On (B)(6) 2002, after duration of 24 hours, the patient recovered from synovitis of both knees. The outcome for the event of bilateral knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of both knees and bilateral knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. The causal relationship for the event of bilateral knee effusion was not provided by the reporting physician. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on 10-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.